Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. The revision surgical report of 2020-07-08 shows that the prosthesis was "completely inconspicuous" and that the patient's cruciate ligaments were damaged. An aseptic loosening of the implant components is not mentioned anywhere. Though a definite root cause for the reported failure cannot be determined, in circumstances where the prosthesis- cement interface does not hold or is insufficient, it is possible that problems relating to the cementing technique (e.g. Extended or prolonged processing time) can contribute to the reported failure. An internal risk assessment had been initiated in 2020.

Event description:
Involved components: no182z/ as univation xf femur cemented f3 rm (aesculap ag reference no. (B)(4)). Nl473/ univation f meniscal comp.t4 rm/lm 7mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product no159z - as univation xf tibia cemented t4 rm. According to the complaint description, there was postoperative loosening. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: no182z/ as univation xf femur cemented f3 rm; aesculap ag reference no. (B)(4). Nl473/ univation f meniscal comp.t4 rm/lm 7mm; aesculap ag reference no. (B)(4).